Event description:
Medtronic received information that this bioprosthetic mitral valve exhibited abnormal flow across the valve during an intra-operative tee, while the patient remained on the table. The surgeon elected to put the patient back on bypass, and explanted the valve. On examination, one of the leaflets showed some sort of fibrous ridge close to the base, which prevented the free leaflet motion. A new valve was implanted without reported patient complication.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the device was received in a faint yellow solution in the original final product packaging jar wrapped and taped tightly in a large zip lock bag in another large zip lock bag. All leaflets appear to be slightly stiff by flexible possibly due to blood contact. Striations were noted in the belly of the left and right cusps extending from the margins of attachment; one thickened band of collagen rests on the septal shelf. Hydrodynamic results demonstrate higher gradients and lower regurgitation levels when comparing to historical baseline data. Due to the stenotic condition of the valve, the highest flow rate and backpressure test points were not able dialed in on the flow loop. High speed video evaluation shows the right cusp is inhibited from fully opening by a thickened collagen band extending out onto the cusps, from the leaflet attachment and beyond the muscle bar. Conclusion: reduced performance of the device appears to be attributed to a thickened collagen band extending out onto the cusp, from the leaflet attachment and beyond the muscle bar. To date, this appears to be an isolated failure, as there have been no trends identified. Manufacturing has been notified of the event, and medtronic will continue to monitor for trends.